Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 494 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (arm). The cannula was also found bent/kinked.

Manufacturer narrative:
The device was received fully deployed. The downloaded data does not show any timeouts or drive stalls that could indicate a struggle to deliver insulin. The cannula assembly and needle mechanism were inspected and no damages or abnormalities were observed that could contribute to the dislodging of the cannula. Although no abnormalities were observed, the exact cause of the reported dislodging could not be conclusively determined. Further investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged.